Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufacture date - the lot was manufactured between march 28-29, 2024. H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and it was noted that there was a leak coming out at the multirate control module housing. The reported condition was verified. The cause of the reported condition was related to manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) large volme multirate infusors leaked through the control module. The devices contained ropivacaine. This occurred prior to patient use. There was no patient involvement. The devices were replaced to resolve the issue. No additional information is available.